Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres; however, on the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.